Event description:
It was reported the patient was having problems with her eyesight and also was depressed. It was noted the patient had lupus. The health care provider (hcp) reportedly lowered ¿all the doses¿ and ¿it hasn¿t worked right since the first one who did it and he committed suicide¿. The patient reportedly heard he had been taking medication from patients. It was noted the patient was ¿cut loose¿ from her hcp ¿about a month ago¿ and had tried other hcp¿s however her insurance was not accepted. It was noted the patient had her device refilled every month on the 22nd. The device system was used to deliver morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory, product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).